Event description:
The customer reported being hospitalized due to high blood glucose of 488mg/dl. The customer experienced high ketones, chest pain, and the hands were tingling. The customer stated that she did get a no delivery alarm while filling the tubing. Instructed the caller to disconnect the tubing and reservoir to check for possible damages. The customer stated that it looks normal and the insulin did exit. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-93855.